Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the connector pin measuring 13.8cm was returned for analysis. Final analysis found external insulation abrasions were noted at 11.2-11.7cm and 11.4-11.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.